Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving dilaudid (unknown dose and concentration) via implanted infusion pump indicated for non-malignant pain. It was reported the patient recently went to the emergency room due to concerns with the pump malfunctioning. The hcp thought that the patient was getting extra medication from their pain pump. The hcp stated that the patient reported that she was getting confused and had falls due to the medication. The hcp stated the patient's been hospitalized on another occasion and that it's been going on for months and did not know specific dates and times of when this all began. The hcp stated that the patient was taking an oral gabapentin and it was believed it was too high and the meds were adjusted. The hcp stated that they believed that a company representative (rep) did come out recently and did an adjustment to the pump but was not sure. The hcp stated the patient had a lot of medical issues no control, was uncomfortable and was in pain. The hcp stated that the patient didn't want to go back to her managing hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.